Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a vapr flex se electrodes broke off into the patient's joint space. All of the fragments were removed from the patient's body and the repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received a device against this file; although the complaint verbiage states that a portion of the distal tip of the device broke away, this device's distal end is fully intact. The returned device was examined visually; both with the naked eye and under power; we could not, outside of slight signs of use, discern and damage or any anomalies. The lot number supplied to mitek is incorrect for the device reported, so no lot review can be conducted. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.